Event description:
The customer stated that the architect c8000 analyzer has generated calcium results of <0.5 mmol/l which upon repeat are in the normal range. Specific data was only provided for one patient. An initial result of <0.5 mmol/l was generated. The sample was repeated and a result of 2.24 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
An abbott field service representative was sent to the account and found the wash solution syringe block was not properly fastened, however, the issue continued. Visible contamination was discovered in the cuvette wash bellows and internal probe wash. The parts were replaced and results were acceptable after recalibrating the assay. The contamination was traced back to the small particle filter of the external water treatment system. The bellows and syringe are commonly replaced to address fluidics. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual was reviewed and was found to adequately address the issue. The investigation did not identify a malfunction/deficiency.